Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery for prostate cancer, the needle tip was broken. The needle tip fell into the patient body and could not be retrieved. For needle breakage event, the procedure was changed to laparotomy and the procedure was delayed 3 hours for searching the needle .